Event description:
It was reported that the patient was frequently charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively and the explanted device was kept by the medical facility.